Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a syncopal event. System evaluation noted the patient was having a lot of rapid ventricular rate (rvr) events. Additionally, threshold measurements had increased and loss of capture was observed which resulted in pacing inhibition and greater than two seconds of asystole. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.